Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient alleges pain. There has been no reported revision procedure. No further information has been provided to date.

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date of unknown product. Patient was revised to biomet product on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to pain. The cup was removed and replaced.